Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced a cgm accuracy issue which occurred 8 days after sensor insertion into the arm. On (B)(6) 2025, it was reported that the patient was hospitalized due to a cgm inaccuracy. The patient reported his bg meter reading was 40 mg/dl while the cgm was showing values in ¿normal range¿ (no specific value was reported). No other event details were provided as the patient¿s call was disconnected. Attempts to reach the patient back for further even details were unsuccessful. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.